Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the the peg on the sz 5 actis broach that the trunion sits on broke near the bevel while broaching with kincise. It was burred into the broach to create a shelf to hit it out of the canal. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the peg on the sz 5 actis broach that the trunion sits on broke in have near the bevel while broaching with kincise. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that the post of the actis broach sz 5 was broken. The observed condition of the device appears consistent with a random component failure potentially caused by exposure to unintended forces. These forces could include repeated impactions and prying motions applied while the device was not fully seated or was misaligned with its mating device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the peg on the sz 5 actis broach that the trunion sits on broke in have near the bevel while broaching with kincise. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the actis broach sz 5 had the post broken. Additionally the cutters of the top section were broken as a result of what appears to be a heavy impaction. Fragments were not returned for evaluation. The observed condition of the device appears consistent with a random component failure potentially caused by exposure to unintended forces. These forces could include repeated impactions in areas that are not intended to be impacted and prying motions applied while the device was not fully seated or was misaligned with its mating device. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the peg on the sz 5 actis broach that the trunion sits on broke in have near the bevel while broaching with kincise. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that the post of the actis broach sz 5 was broken. The observed condition of the device appears consistent with a random component failure potentially caused by exposure to unintended forces. These forces could include repeated impactions and prying motions applied while the device was not fully seated or was misaligned with its mating device, as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.